Manufacturer narrative:
Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the non pre-loaded ar40e model intraocular lens (iol) tore in the emerald cartridge. The iol was in the patient's eye and cut out however, there was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The same procedure was competed successfully using a backup lens with the same model and diopter size, ar40e 19.5 diopter iol, that was implanted in the patient¿s ocular sinister (left eye). Patient prognosis post-procedure was reported as stable. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 16-jul-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the lens was received inside the original daisy wheel. The device was visually inspected under magnification, revealing that the lens was coated in viscoelastic residue with one haptic detached. The lens was cleaned and inspected revealing that the lens was cut. Damage was also observed on the surface and edge of the lens. Complaint issue "iol torn" was not identified during product evaluation. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.